Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at the time. A call was placed to technical services on 3/17/2017 stating that red alert on lat for rv lead impedance out of range triggered the lead safety switch (lss) on this device and noise was observed. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).